Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (date of births of baby (B)(6) 1994, (B)(6)2006), parity 2 (total number of live births was 2), allergic rhinitis (allergic rhinitis due to pollen (daughter & son).), malaise, vulvovaginal candidiasis, yeast vaginitis, gravida I, thyroid disorder (mother), vaginitis, irregular menstruation, menorrhagia, painful feet, preterm labour (she had term 1, preterm 1.) And obesity. Patient denied alcohol and nicotine use. She has four negative pregnancy tests. She personally has no history of autoimmune disorders. In (B)(6) 2016, she had a negative chest x-ray. Previously administered products included for an unreported indication: meloxicam, nystatin, pseudoephedrine, pseudoephedrine, ibuprofen, oxycodone, entex pse, diprolene, ibuprofen and oxycodone. Past adverse reactions to the above products included abdominal discomfort with ibuprofen and meloxicam; dyspnoea with oxycodone; hallucination with oxycodone; nausea with pseudoephedrine; rash with nystatin; and vomiting with pseudoephedrine. Concurrent conditions included candidiasis of mouth since (B)(6) 2016, lumbar disc degeneration since (B)(6) 2016, asthmatic attack since (B)(6) 2016, seasonal allergy since (B)(6) 2016, gastroesophageal reflux disease since (B)(6) 2015, bronchitis asthmatic since (B)(6) 2015, cervical root pain since (B)(6) 2015, chlamydial infection since (B)(6) 2014, anemia since (B)(6) 2014, lactose intolerance since (B)(6) 2014, obesity, gestational diabetes, vulvovaginal pruritus, spotting between menses, acute gastritis (had gastritis 2 years ago), numbness in hand, hand pain, joint pain, bacterial vaginosis, weight gain, stomach pain, asthma, angioedema, cervical spinal stenosis, spinal pain, cough (she has had a cough for the last 2 weeks.), tingling, disability, coldness of skin, reactive airways disease, alcohol use, seborrhoeic dermatitis, sneezing, decreased appetite, clotting disorder ((maternal uncle and other)) and umbilical hernia (without obstruction and without gangrene). Family history included attention deficit/hyperactivity disorder (son), hypertension (son), cancer (son), developmental delay (son), aneurysm cerebral ((maternal uncle)), diabetes (son), uterine cancer (mother), coronary artery disease ((maternal uncle)), lupus erythematosus ((maternal uncle and cousin)), postmenopausal bleeding, endometrial cancer (mother), ovarian cancer (mother at age of 59), breast cancer ((great aunt, other)) and colon cancer ((maternal aunt)). Concomitant products included cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (advair), montelukast sodium (singulair) and ranitidine hydrochloride (zantac) for asthma and multiple allergies, duloxetine hydrochloride (cymbalta) since september 2013 for back pain as well as benzonatate (tessalon) since (B)(6) 2016, cetirizine since (B)(6) 2016, ciclopirox since (B)(6) 2016, ciprofloxacin (cipro), diphenhydramine, diphenhydramine hydrochloride, docusate sodium;sennoside a+b (senna s), epinephrine since (B)(6) 2016, fexofenadine since (B)(6) 2016, fluconazole from (B)(6) 2015 to (B)(6) 2016, fluticasone since (B)(6) 2016, formoterol fumarate;mometasone furoate (dulera), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2015, ketoconazole since (B)(6) 2016, macrogol (polyethylene glycol) since (B)(6) 2016, macrogol 3350 (miralax), montelukast since (B)(6) 2016, nasal preparations, omeprazole since (B)(6) 2016, paraffin (petroleum jelly), prednisone from (B)(6) 2016 to (B)(6) 2017, ranitidine since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2016, salbutamol sulfate (ventolin hfa) since (B)(6) 2015 and triamcinolone since (B)(6) 2016. In 2006, the patient experienced pelvic pain ("pelvic (pulling/ache)"), abdominal pain ("severe abdominal pain") and dyspareunia ("pain during intercourse"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain") and headache ("headache"). In 2009, the patient experienced back pain ("severe back pain /back pain (pitching)"). In 2010, the patient experienced weight fluctuation ("weight fluctuations / weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain menstrual ("menstrual pain"), pain ("pain") and thrombosis ("clots"). On an unknown date, the patient experienced allergy to metals ("she was allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure."), metrorrhagia ("abnormal bleeding between periods"), menorrhagia ("excessive menstruation"), blood loss anaemia ("heavy bleeding followed by anemia"), depression ("depression") with fatigue, bacterial vaginosis ("bacterial vaginosis/recurrent bacterial vaginosis"), urticaria ("hives"), coital bleeding ("abnormal bleeding after intercourse"), abdominal discomfort ("abdominal discomfort"), asthma ("asthma") and fear ("I am scared"). The patient was treated with gabapentin, meloxicam, paracetamol (tylenol) and date for removal to be determined. At the time of the report, the genital haemorrhage, pain menstrual, abdominal pain, dyspareunia, allergy to metals, metrorrhagia, menorrhagia, blood loss anaemia, weight fluctuation, depression, pain, thrombosis, bacterial vaginosis, urticaria, coital bleeding, abdominal discomfort, asthma and fear outcome was unknown and the pelvic pain, dysmenorrhoea, back pain and headache had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, asthma, back pain, bacterial vaginosis, blood loss anaemia, coital bleeding, depression, dysmenorrhoea, dyspareunia, fear, genital haemorrhage, headache, menorrhagia, metrorrhagia, pain, pelvic pain, thrombosis, urticaria, weight fluctuation and pain menstrual to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Caesarean section - in 2006: results: baby came out unattached from me. Mammoplasty - in 2004: results: too heavy, affected her well being. Neck surgery - in 2015: results: stenosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet was received. Event added from pfs- asthma, scared, she did not undergo essure confirmation test. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), pain menstrual ('menstrual pain'), abdominal pain ('severe abdominal pain'), pelvic pain ('pelvic (pulling/ache)') and dysmenorrhoea ('severe menstrual pain') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (date of births of baby (B)(6) 1994, (B)(6) 2006), parity 2 (total number of live births was 2), allergic rhinitis (allergic rhinitis due to pollen (daughter & son).), malaise, vulvovaginal candidiasis, yeast vaginitis, gravida I, thyroid disorder (mother), vaginitis, irregular menstruation, menorrhagia, painful feet, preterm labour (she had term 1, preterm 1.) And obesity. Patient denied alcohol and nicotine use. She has four negative pregnancy tests. She personally has no history of autoimmune disorders. In (B)(6) 2016, ahe had a negative chest x-ray. Previously administered products included for an unreported indication: meloxicam, nystatin, pseudoephedrine, pseudoephedrine, ibuprofen, oxycodone, entex pse, diprolene, ibuprofen and oxycodone. Past adverse reactions to the above products included abdominal discomfort with ibuprofen and meloxicam; dyspnoea with oxycodone; hallucination with oxycodone; nausea with pseudoephedrine; rash with nystatin; and vomiting with pseudoephedrine. Concurrent conditions included candidiasis of mouth since 7-mar-2016, lumbar disc degeneration since (B)(6) 2016, asthmatic attack since (B)(6) 2016, seasonal allergy since (B)(6) 2016, gastroesophageal reflux disease since (B)(6) 2015, bronchitis asthmatic since (B)(6) 2015, cervical root pain since (B)(6) 2015, chlamydial infection since (B)(6) 2014, anemia since (B)(6) 2014, lactose intolerance since (B)(6) 2014, obesity, gestational diabetes, vulvovaginal pruritus, spotting between menses, acute gastritis (had gastritis 2 years ago), numbness in hand, hand pain, joint pain, bacterial vaginosis, weight gain, stomach pain, asthma, angioedema, cervical spinal stenosis, spinal pain, cough (she has had a cough for the last 2 weeks.), tingling, disability, coldness of skin, reactive airways disease, alcohol use, seborrhoeic dermatitis, sneezing, decreased appetite, clotting disorder ((maternal uncle and other)) and umbilical hernia (without obstruction and without gangrene). Family history included attention deficit/hyperactivity disorder (son), hypertension (son), cancer (son), developmental delay (son), aneurysm cerebral ((maternal uncle)), diabetes (son), uterine cancer (mother), coronary artery disease ((maternal uncle)), lupus erythematosus ((maternal uncle and cousin)), postmenopausal bleeding, endometrial cancer (mother), ovarian cancer (mother at age of 59), breast cancer ((great aunt, other)) and colon cancer ((maternal aunt)). Concomitant products included cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (advair), montelukast sodium (singulair) and ranitidine hydrochloride (zantac) for asthma and multiple allergies, duloxetine hydrochloride (cymbalta) since september 2013 for back pain as well as benzonatate (tessalon) since (B)(6) 2016, cetirizine since (B)(6) 2016, ciclopirox since (B)(6) 2016, ciprofloxacin (cipro), diphenhydramine, diphenhydramine hydrochloride, docusate sodium;sennoside a+b (senna s), epinephrine since (B)(6) 2016, fexofenadine since (B)(6) 2016, fluconazole from (B)(6) 2015 to (B)(6) 2016, fluticasone since (B)(6) 2016, formoterol fumarate;mometasone furoate (duller), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2015 to (B)(6) 2015, ketoconazole since (B)(6) 2016, macrogol (polyethylene glycol) since (B)(6) 2016, macrogol 3350 (miralax), montelukast since (B)(6) 2016, nasal preparations, omeprazole since (B)(6) 2016, paraffin (petroleum jelly), prednisone from (B)(6) 2016 to (B)(6) 2017, ranitidine since (B)(6) 2016, salbutamol (albuterol) since (B)(6) 2016, salbutamol sulfate (ventolin hfa) since (B)(6) 2015 and triamcinolone since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain, abdominal pain and dyspareunia ("pain during intercourse"). In 2007, the patient experienced dysmenorrhoea and headache ("headache"). In 2009, the patient experienced back pain ("severe back pain /back pain (pitching)"). In 2010, the patient experienced weight fluctuation ("weight fluctuations / weight gain"). In september 2015, the patient experienced genital haemorrhage, pain menstrual, pain ("pain") and thrombosis ("clots"). On an unknown date, the patient experienced allergy to metals ("she was allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure."), metrorrhagia ("abnormal bleeding between periods"), menorrhagia ("excessive menstruation"), blood loss anaemia ("heavy bleding followed by anemia"), depression ("depression") with fatigue, bacterial vaginosis ("bacterial vaginosis/recurrent bacterial vaginosis"), urticaria ("hives"), coital bleeding ("abnormal bleeding after intercourse"), abdominal discomfort ("abdominal discomfort"), asthma ("asthma"), fear ("I am scared"), diarrhoea ("diarrhea"), asthenia ("lack of energy") and alopecia ("hair loss"). The patient was treated with gabapentin, meloxicam and paracetamol (tylenol). At the time of the report, the genital haemorrhage, pain menstrual, abdominal pain, dyspareunia, allergy to metals, metrorrhagia, menorrhagia, blood loss anaemia, weight fluctuation, depression, pain, thrombosis, bacterial vaginosis, urticaria, coital bleeding, abdominal discomfort, asthma, fear, diarrhoea, asthenia and alopecia outcome was unknown and the pelvic pain, dysmenorrhoea, back pain and headache had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, alopecia, asthenia, asthma, back pain, bacterial vaginosis, blood loss anaemia, coital bleeding, depression, diarrhoea, dysmenorrhoea, dyspareunia, fear, genital haemorrhage, headache, menorrhagia, metrorrhagia, pain, pelvic pain, thrombosis, urticaria, weight fluctuation and pain menstrual to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Caesarean section - in 2006: results: baby came out unattached from me. Mammoplasty - in 2004: results: too heavy, affected her well being. Neck surgery - in 2015: results: stenosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Amendment: the report was amended for the following reason: after internal review, the event "genital haemorrhage" was downgraded to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.